Manufacturer narrative:
Manufacturer evaluation: the complaint device was returned to the manufacturer for physical evaluation. A visual examination revealed, that the device showed no visible issues. A mechanical evaluation revealed, that the device could open and close without issue. The device history records (DHR) were reviewed, for all available lot numbers. The devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released, according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident was not able to determined, due to the condition of the returned device. No device issues were identified with the returned device.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the prestige grasper. During a laparoscopic inguinal hernia procedure, the surgeon noted that it was not grasping tissue properly and would not "hold". There was no patient harm, however, there was a surgical delay of less than 5 minutes.